Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 4 mg/dl. Low bg cause was not known. Reported, the customer ¿woke up stumbling around their home and passed out again.¿ the customer reported that they waited until their bg began to rise again on its own. Recommendation was made to consult with a healthcare provider to discuss diabetes management.